Event description:
A consumer's daughter reported that two days following intraocular lens (iol) implant surgery, her father underwent a secondary surgical procedure to re-attach the iol as it was noted that one of the iol arms had detached; and since then, her father "doesn't see properly" like he is looking through a tunnel. In a f/u, the consumer further explained that after iol repositioning, he could see clearly, but only in the central field. He stated that a visual field test confirmed this symptom. Also, he reported that he underwent a number of exams, as advised by his surgeons, to rule out a neurologic cause; but no cause has been found. In a f/u, the surgeons (two were involved in the procedures) reported that the reason for the iol implant surgery was that the pt had "severe ocular traumatism" in which his natural lens subluxed and had to be removed. The iol was implanted which was noted to be in "perfect state." After the surgery, when the pt reported that he could not see properly and further tests were performed, the surgeons discovered that a piece of one of the haptics was broken. The surgeons believe that this occurred due to the suture to the sclera may have been too tightly sewn. The second surgical intervention was aimed to redo the suture to the sclera with the remaining part of the broken haptic. The surgeons felt this was the best option for a pt with a traumatized eye who has had previous surgery. The surgeons reported they sent the pt for other examinations to rule out a neurological cause. They reported that the pt's retina was not affected and is perfectly attached. Both surgeons believe the pt's tunnel vision may have been caused by the initial trauma.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Actions: there have been no other complaints for this lot. No further action is warranted at this time. Final comments: based on our current trends, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested and received. (B)(4).